Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device was analyzed, and revealed atrial fibrillation to be under reported. It was noted that pmop (post mode switch overdrive pacing) is on with the collection delay at 30 seconds.

Event description:
It was reported that the right ventricular (rv) lead had low sensing value and an increased threshold. It was also reported that the right atrial lead had no record of atrial high rates event. The rv lead output and capture management was reprogrammed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had low sensing value and an increased threshold. It was also reported that there was a lead warning on the right ventricular lead however, there was no record of high or low impedance count. It was also reported that the right atrial lead had no record of atrial high rates event. The rv lead output and capture management was reprogrammed. Both leads remain in use. No patient complications have been reported as a result of this event.